Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: e1 - hospital address, city, postal code and phone number.

Manufacturer narrative:
D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional adverse patient effects and the additional prostyle devices referenced in b5 are captured under separate medwatch report numbers. Article attachment: article titled "routine postaccess-closure angiography to detect vascular complications following transfemoral tavr".

Event description:
This study compared the results of complications occurring in transcatheter aortic valve replacement (tavr) procedures while performing routine angiograms. The intention of this study was to determine the utility of routine angiograms after removing the sheath to detect complications during tavr procedures to reduce mortality. Proglide and prostyle suture-mediated closure devices was the method used for femoral access site closure. A non-abbott device was also used in some cases. The rate of vascular complications was low in both; however for both proglide and prostyle, included the following: death, pseudoaneurysm, dissection, bleeding, ischemia, medical intervention (use of a covered stent and manual compression), thrombin injection, surgical intervention, and hospitalization. Mechanism of proglide and prostyle device failures linked to closure device failures [unspecified failures/failure to achieve hemostasis], which would require medical intervention to achieve hemostasis. The article concluded that routine angiograms is a viable method to identify access related complications to conduct intervention to mitigate patient harm. Specific patient information is documented as unknown. Details are listed in the attached article, "routine postaccess-closure angiography to detect vascular complications following transfemoral tavr."